Event description:
Additional information received indicates the patient¿s ipg was explanted and replaced on (B)(6) 2021. Effective therapy was established post-operative.

Manufacturer narrative:
A4 - patient weight updated. The patient reported failing to charge their implant properly to abbott. The device has not been returned for analysis. A review of documentation supplied with the implant states that the implant must be charged every 30 days to avoid battery depletion. Based on the information received, the cause of the reported incident is consistent with user error.

Manufacturer narrative:
Date of event: event date is an estimate

Event description:
It was reported the patient lost therapy due to not charging the ipg. The patient has not recharged or used the ipg in over six months. In turn, surgical intervention may take place at a later date to address the issue.